Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: * were there any patient consequences? --no.

Event description:
It was reported that a patient underwent a circumcision of foreskin lesion procedure on (B)(6) 2025 and suture was used. During the procedure, at 10:50, the patient underwent surgery. During the operation, the doctor used suture to suture the surgical incision for the patient. Around 12:10, when the instrument was knotted, the doctor did not find any needle and the needle fell off. The needle was found on the application sheet, and the doctor checked and confirmed that it was correct before replacing it with a new suture to continue the surgery. The suture and needle tail have fallen off, posing a risk of needle residue in the body during surgery. No adverse patient consequences were reported. Additional information was requested.